Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A certified technician reported a loss of suction occurred during a lasik corneal flap creation. Reporter indicated forty percent of the laser treatment was performed at the time of the suction loss, the surgeon used another patient interface, reacquired suction, and completed the procedure. No patient harm was reported.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The customer reported suction loss during treatment. The patient interface was exchanged and the treatment was completed. The root cause cannot be determined conclusively. The possible root cause could be a movement of patient´s eye during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). (B)(4).